Manufacturer narrative:
Approximate age of device - 1 year and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported patient had two recorded pump stops the morning of (B)(6) 2019. There were no further alarms on (B)(6) 2019 the patient was being admitted at the emergency department during the time of the alarms for a flu like symptoms. Patient has a known short to shield with previous driveline replacement under MFR #2916596. Patient is also using ungrounded cable at home. Per vad coordinator, there was no room to attempt another driveline replacement and this patient is not a candidate for pump exchange. The vad coordinator will discuss the next course of action for this patient.

Manufacturer narrative:
Investigation summary: the reported pump stops and hazard alarms were confirmed through the review of the log file that was submitted by the account. Based on past experience with the hmii lvas and similar reported events, the low speed events and pump stoppages that occurred while the patient was supported by batteries could be indicative of driveline damage. However, a direct correlation between the device, and these findings could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2018 at 09:06:43 through (B)(6) 2019 at 12:07:04. On (B)(6) 2019 at 04:15:05, the pump speed was captured at 5380 rpm (3220 rpm below the low speed limit). A pump stop was also captured immediately following this event. One additional pump stop was captured on (B)(6) 2019 at 05:45:22. These pump stops were associated with low speed hazard and low flow hazard alarms. All low speed events occurred while the patient was supported by batteries. No additional hazard alarms were captured throughout the duration of the file. The account communicated that the patient had 2 recorded pump stops the morning of (B)(6) 2019. It was reported that there were no further alarms that night. The patient is using ungrounded cable at home. There was no room to attempt another driveline repair and this patient is not a candidate for pump exchange. Multiple requests for additional information were sent to the account; however, no further details were provided. It should be noted that pump stops were previously reported under medwatch report MFR# 2916596-2018-03250 and later under MFR #2916596-2018-04179. A distal end driveline replacement was performed on (B)(6) 2018. The external portion of the driveline was evaluated under MFR# 2916596-2018-03250 and did not confirm an issue that could have contributed to the originally reported pump stoppage events. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also outlines all system controller alarms (including pump stop alarms) and how to respond to such events. The relevant sections of the device history records (documents (B)(4) ) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on the pump and no additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on the event.